Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 7300tfx 29mm bioprosthetic mitral valve, implanted for one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve.

Event description:
It was reported via the implant patient registry that a (B)(6) bioprosthetic mitral valve, implanted for one (1) month, 28 days, was explanted due to endocarditis and vegetation. Per medical records received the patient presented with mitral prosthetic valve endocarditis with vegetation and cardiogenic shock. Patient was having chills, no fevers and was admitted to hospital. Blood cultures were positive for e. Faecalis and four (4) days later blood culture resulted gpc. The 29mm 7300tfx tissue mitral valve had a large vegetation and poor tissue quality at the annulus. The explanted mitral valve was replaced with a 29mm 7300tfx mitral valve. The patient also underwent re-do tricuspid valve repair with a 32mm annuloplasty band. The pacemaker leads and generator were explanted. Patient was taken off cardiopulmonary bypass and the lv and rv were not contracted. Iabp was attempted but could not provide enough support so direct impella lvad was placed. The patient remained in guarded condition and was transferred to the surgical intensive care unit.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
The source of the infection is known, non-device related.

Manufacturer narrative:
H11. Corrected data: after clinical review of the information received it was identified the source of the infection is known and is not device related. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.